Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on 03/25/2016 to report that on (B)(6) 2016, the patient experienced a bluetooth connection issue between the transmitter and g5 mobile application. Patient reported trying of the all troubleshooting steps: resetting smart device, confirm transmitter ID, re-install g5 application, closing all applications, which was unsuccessful at establishing a connection. No additional patient or event information is available.